Event description:
It was reported that during a donor nephrectomy procedure, the surgeon went to fire the device and nothing initially happened. Then the blade began to advance. Nothing happened with the second firing. The circulator noticed the battery felt warmer than normal. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was further analyzed and it was found that the circuit board insulation was compromised underneath the pcb middle and proximal mount holes. A current test confirmed evidence of a short on the pcb.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Damaged pcb, insufficient power. The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However the blade was noted to advance at slower speed that indented and then recover its normal speed. Additionally the heat sink was noted to gain temperature upon firing the device. It should be noted that the battery pack has a drain feature that drains the pack within 24 hours of the procedure; therefore testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators. The batch record was reviewed and no anomalies were noted during the manufacturing process.